Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that difficulty crossing the lesion occurred. Vascular access was obtained via radial artery. The 13mm x 2.5mm, 80% stenosed, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified proximal diagonal artery. The lesion was predilated with a 2.0x12 unspecified balloon catheter. A 2.50x16mm promus element stent delivery system was selected to treat the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that stent was damaged at the distal end. Two struts on the most distal row were lifted. The hypotube was mildly kinked throughout its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).